Event description:
Event description guidant received information from the patient that this cardiac resynchronization device (crt-d) feels like it heats up at times. The patient has no medical insurance and has not had the crt-d checked since implant.